Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of perforation is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification that was 95% stenosed. Pre-dilatation was performed using a 1.5 x 12 mm non-abbott balloon catheter at 12 and 14 atmospheres. A 3.0 x 23 mm xience prime stent was deployed. Post-dilatation was performed with a 3.0 x 15 mm non-abbott balloon catheter at 14 and 16 atmospheres. Then post-implantation, a perforation in the distal end was observed and an unspecified rx graftmaster covered stent was used to successfully treat the perforation, ending the procedure. There were no other patient sequelae and no clinically significant delay in the procedure. No additional information was provided.